Manufacturer narrative:
The device and procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1030511) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient in his (B)(6), underwent an interventional peripheral vascular procedure on (B)(6) 2011. A pre-procedural femoral angiogram was taken but revealed no peripheral vascular disease (pvd) or calcium in the vicinity of the access site. The patient was given the anticoagulant, heparin, peri procedure. There was no report of complication during the procedure. The physician is a trained user of mynx and chose the device for femoral artery closure following the procedure. It was reported that during pull back of the device, the balloon lost pressure. The patient was converted to manual compression and hemostasis was successfully achieved. Reportedly, the patient is doing fine. There was no report of patient clinical sequela. No further information was provided.